Manufacturer narrative:
At this time, the right ventricular (rv) lead has not been returned for analysis. This record will be updated upon return and completion of analysis or if additional information becomes available.

Event description:
It was reported that this patient received a shock, during which shocking impedances on this right ventricular (rv) lead were high out of range. Impedances for subsequent shocks were within range. It was also determined that pacing impedances on this rv lead were greater than 2000 ohms. Oversensing and high capture thresholds were also observed. This rv lead was explanted and replaced. The patient's implantable cardioverter defibrillator (ICD) was explanted and replaced during the same procedure. No additional adverse patient effects were reported.